Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not communicating and was unable to pull any medications the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) replaced the retractor band and drawer controller board. Then, the fse replaced the half-height drawer, troubleshot multiple cubie errors and tested the unit in the hardware testing application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.